Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 25, 2021.

Manufacturer narrative:
This report is submitted on june 10, 2021.

Event description:
Per the clinic, the patient reported pain and was treated with a prolonged course of antibiotics (date, type and duration not reported) however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.